Manufacturer narrative:
A review of historical service test records was performed. It was confirmed that there were no service events that would cause or contribute to the reported failure. Complaint history was reviewed, there are no other air-in-line complaints reported on this device. During functional testing, the reported issue was not duplicated. There was no constant air-in-line alarm during the investigation. The air-in-line sensor detected any air bubble that made it to it. The likely root cause is user error as the device is working to specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There is one previous complaints on this device. Nimbus ii plus (B)(6) never received the correct library during configuration. The configuration failed multiple times and the pump went to the customer without the correct library loaded. Reported issue is confirmed. Pump does not meet passing criteria. A CAPA has been opened in order to fully investigate and address the root causes of the reported event.

Event description:
On (B)(6) 2023, infutronix received a report from a healthcare facility that an infusion pump had the incorrect library loaded. No patient was harmed reported.